Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have experienced low blood glucose of 49 mg/dl and that there are air bubbles in the reservoir. Customer does not recall any significant events leading to the error. Troubleshooting was done for low blood glucose but advised customer to follow up with a back-up plan per doctor's instruction. No further information was provided.